Event description:
According to user facility, this product was chosen for use with pt admitted to hospital with burn damage to chest and throat. The user facility reported that the experienced difficulty intubating the pt due to the alleged instability of the obturator. Following intubation using the listed device, the clinician experienced difficulty with the locking mechanism on the adjustable flange. Emergent replacement of the tracheostomy tube was required. User facility reported that later in the same evening, the pt expired due to a blockage of the airway. No further info has been provided regarding the circumstances of the blocked airway.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file follow-up report detailing the results of the evaluation once it is completed. This info was entered into the manufacturers complaint database for tracking and reporting purposes. This compliant does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.